Manufacturer narrative:
The investigation results will be provided in the final report.

Event description:
It was reported that the patient experienced ineffective stimulation. The patient had their ipg replaced on (B)(6) 2019. Effective stimulation was restored post operation.